Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) found that the cable connection to the oxygen (o2) sensor would not fit securely causing a poor electrical connection. The sensor cable was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device, there was a loose connection in the sensor cable. There was no patient involvement.